Event description:
Customer received a blood glucose result of 574mg/dl, they did a repeat test and received a result of "hi". They took insulin based on the results. One and 1/2 hours later the customer became ill and felt their blood glucose was low. The customer ate some eggs and called emt's. They tested their blood glucose and received a result of 35mg/dl. The customer was given a glucose shot and taken to the hosp. A half hour later at the hosp the result was 30mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.